Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for a routine follow up, noise was observed on a stored egm. The lead was capped and replaced. Patient condition was good post-procedure.